Event description:
During surgery tip of grasping prong broke off inside, broken piece was returned without incident.

Manufacturer narrative:
As of this date the instrument has not been made available for mini-lap technologies to evaluate; therefore, the reported failure cannot be confirmed. To verify the strength and reliability of the jaws minilap technologies performed additional testing verification, 10 jaws were tested in a simulated instrument utilizing an instron machine to evaluate how much force it would take to break the jaws, the results showed that during a straight pull the jaws yielded at an average of 43.89 lbs. Per leg. (B)(4). A correspondence was sent to our distributor instructing them to contact all their sales representatives to instruct the end user be cognitive of the end of the instrument (jaws) and the amount of manipulation and tissue placed in the jaws. A review of the instructions for use booklet states under warnings and precautions item #7, 8 to avoid damage to the instrument tips (jaws). Additional testing of the jaws was conducted under protocols tr-0066 jaw force test and tr-0069 jaw reliability test, verifying strength and reliability (avg 631 lbs and 185lbs and reliability passed three times). Probable root causes for the reported failure involving this device appears related to misuse or over exertion by the user with excessive tissue grasped in the jaws. We are unable to obtain further details from the user. The complaint will be closed without a detailed investigation report based on probable root cause.